Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was inspected for recognition using an in-house da vinci robot system. The system successfully recognized instrument. The instrument moved intuitively with full range of motion in all directions. Additional observation(s) not reported by site were damage on main tube and luer plate. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Along the edge the luer plate exhibited broken pieces at the back end of the housing. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the cadiere forceps instrument did not rotate properly. No patient harm, adverse outcome or injury was reported.